Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were differences between sensor glucose and blood glucose readings. Customer stated that the battery gives a weak signal and she keeps receiving a lost sensor alert. Customer's current sensor glucose value was 144 mg/dl and her blood glucose was 145 mg/dl. Customer stated that she had issues with the sensor readings being 30-40 points off. The current difference between readings is within an acceptable range. Customer stated that this past weekend, she ate and treated with insulin. Her sensor glucose was 150 mg/dl but when she checked an hour later, her blood glucose was 28 mg/dl. Customer stated that she has had bent cannulas in the past. Customer was advised that sensor issues are normally the sensor or site.